Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl and as low as 41 mg/dl. Customer treated their high blood glucose with a manual injection. Customer advised the device gave a weak signal which was due to radio frequency interference. Customer declined to troubleshoot for their blood glucose issues. The insulin pump will not be returned for analysis.